Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture of an unspecified side. The status of the device is unknown.

Manufacturer narrative:
Continued h.6. Patient code: 2069 additional, changed, and/or corrected data: a.2., b.3., b.5., b.6., d.1., d.2., d.4., d.6., d.7., g.5., h.4., h.6. The reported events of seroma-late, cellulitis, exposure, and fistula are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4). Has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reports fluid around implant, fluid leaking through scar, implant is exposed, soft tissue cellulitis, pain, hyperemia, and a fistula. This record is for the right side. The device has been explanted.